Event description:
It was reported that when a patient presented in hospital with presyncope, lead noise was observed. The noise was reproducible with pocket manipulation and 2-3 second pauses on the patients EKG were noted. Decreased pacing lead impedance was also detected. During explant, the lead was observed in the pocket and possible externalization was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 19.6-19.9cm from the connector pin, consistent with friction to the ICD can. The silicone insulation was intact at this location. Insulation damage was noted at 27.9-29.3cm from the pin consistent with clavicle crush damage. The sensing and rv conductor insulation were abraded. This is consistent with the observation from the field of noise and low pacing lead impedance.